Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap detached at 26,000 joules. Per the customer, the fiber cap was retrieved. No pt injury was reported.

Manufacturer narrative:
(B)(4).